Event description:
A baxter representative was alerted via user facility medwatch of a condition involving a pca infusion pump that was alleged to have a broken pole clamp. The device was reported to have fallen off of a pole in proximity to a (B)(6) male patient. There was no report of patient harm or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition of a broken pole clamp was confirmed, and the assignable cause was definitively identified as a broken pole clamp. The pole clamp was replaced to by the facility resolve the reported problem.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.